Event description:
It was reported via phone call, that the customer received a button error alarm. The customer also customer's blood glucose level at the time 30 mg/dl. Customer treated with food and juice. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and no esc and button response due to corroded keypad traces, however moisture damage was found on electronic and motor assembly. The insulin pump was unable to perform rewind and basic occlusion, prime, the excessive no delivery and displacement test due to no esc and act button response. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.